Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when attaching a normal saline flush to the IV, the tubing to the blue clave "clear part at the end of the tubing cracked". The user is not certain how long the tubing has been in use. There was no report of patient harm.